Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the customer reported there was one image not transferring. Fse found that the actual problem was the saved thumbnail image recalled an incorrect image. This was a data mix problem with one image. Fse determined the cause of the problem to be a faulty hard drive. The system hard drive is used to store the patient x-ray images, os (operating system), software, drivers, system configuration information and other information needed for the system to function as intended. The performance of the hdd degrades over time and eventually the drive fails due to normal wear and tear of the moving components and degradation of the ferromagnetic material on the platters. A faulty hard drive may cause data to become corrupted or mixed. Fse replaced the faulty hard drive to correct the problem. Fse also formatted the cine drive (a separate hard drive which stores cine data) and reloaded the calibration files. Based on the age of this system (manufactured in 2002), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were also reloaded. The cine drive was formatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system inter-mixed patient image data. No patient serious injury or death was reported related to this event.